Manufacturer narrative:
The handpiece was received at the manufacture for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the device had an extremely high current draw and there were problems with the e-box, which was replaced along with other components.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.